Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. (B)(4).

Event description:
A surgeon reported, the flap was not cut at the desired depth during a bilateral lasik procedure. The target depth was 120 microns, however flap was reported to have been cut in the epithelial cell layer. On this eye, the flap was raised without additional complications, but without the certainty that its thickness corresponded to the one set. Additional information has been requested but not received. There are two related reports filed for this patient. This report addresses the patient's right eye (od).

Manufacturer narrative:
Evaluation summary: the creation of a corneal flap is used in patients undergoing lasik surgery or other treatment requiring initial lamellar resection of the cornea. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. Contraindications include: patients with previous health/eye history, pediatric patients, or patients with corneal abnormalities which would prevent the wavelength (laser beam) from transmitting. A flap resection consists of two resections. The first is a circular lamellar disc cut, parallel to the anterior surface. A second resection is a partial cylindrical wall that extends from the lamellar disc to the anterior surface. A portion of the second resection is left untreated to create a hinge. Flap parameters must be specified or verified prior to initiating the laser surgical procedure. All positioning and pattern adjustment occurs in the planning and docking steps. As with any surgical procedure, risk is involved. Possible complications resulting from lamellar flap resection include (but are not limited to): corneal edema, corneal pain, epithelial in-growth, epithelial defect, infection, flap de-centration, incomplete flap creation, flap tearing or incomplete lift-off. The customer called the company representative to assist with troubleshooting. The customer confirmed a partial list of parameter settings, which were not abnormal. The laser met specifications at the time of release. The root cause could not be determined conclusively.